Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9231071. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that the cap was missing from 4 syringes thus affecting sterility with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that needle shield missing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the cap was missing from 4 syringes thus affecting sterility with a relion® insulin syringe. The following information was provided by the initial reporter: it was reported that needle shield missing.